Event description:
On (B)(6) 2012, the lay-user/patient and nurse contacted lifescan from the USA alleging an unspecified issue with the one touch verio iq meter. The patient and nurse was not able to specify what the issue was. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient and nurse claimed the meter had an unspecified issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient and nurse did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.